Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high pacing impedance measurements, measuring at 2005 ohms and high out of range shock impedance measurements, measuring around 130 ohms on right ventricular (rv) channel. Upon review, sensing and pacing threshold were stable and there were no registered episodes of noise. The physician stated that the high impedances could be due to fibrosis due to aging of the lead. All provocative manouvres were negative and it was recommended to perform integrity testing. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high pacing impedance measurements, measuring at 2005 ohms and high out of range shock impedance measurements, measuring around 130 ohms on right ventricular (rv) channel. Upon review, sensing and pacing threshold were stable and there were no registered episodes of noise. The physician stated that the high impedances could be due to fibrosis due to aging of the lead. All provocative manouvres were negative and it was recommended to perform integrity testing. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high pacing impedance measurements, measuring at 2005 ohms and high out of range shock impedance measurements, measuring around 130 ohms on right ventricular (rv) channel. Upon review, sensing and pacing threshold were stable and there were no registered episodes of noise. The physician stated that the high impedances could be due to fibrosis due to aging of the lead. All provocative manoeuvers were negative and it was recommended to perform integrity testing. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that integrity test was performed. The delivered shocks resulted in 111 ohms and 117 ohms of shock impedance measurements. No evidence of lead malfunction was then assessed. The plan is that the patient will be continuously monitored via latitude. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.